Event description:
The customer reported that they were having trouble with the arterial invasive line. There was no pt harm.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.